Manufacturer narrative:
Continuation of d10: marksman catheter product ID fa-55150-1030 (lot 232460111);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire stent (sfr4) encountered resistance in the distal section of a marksman microcatheter during retrieval and the stent detached. The patient experienced a vascular dissection during the procedure. The patient was undergoing a thrombectomy surgery for treatment of a ischemic stroke in the right internal carotid artery (r ica), right terminus, right r aca, r mca. It was noted the patient's vessel tortuosity was moderate and the patient medical history included chronic left ica occlusion, r ica stenosis, emphysema, and obesity. Parent vessel diameter was 4.5mm and branch vessel diameter was 3 mm. The patient's national institutes of health stroke scale (nihss) baseline score was 14; post-procedure the patient was still intubated. The thrombolysis in cerebral infarction (tici) score improved from 0 at baseline to 2b post-procedure. The procedure involved one pass with the device. The puncture to reperfusion time was 2 hours. While removing clot, resistance was noticed upon pull back of the solitaire. The physician paused and then tried a continuous hold of back pressure on the solitaire. It was noted that this didn't feel abnormal, that the physician has had to pull on solitaire harder to retrieve. The tension on the pull back released and it was discovered that the solitaire was detached and only the pusher wire came out. The solitaire detached at the attachment point of the solitaire to the push wire. The solitaire was full of clot in the m1 and not allowing profusion so the physician decided to retrieve out the solitaire using another stent retriever. They used an embotrap 6.5 x45. They successfully retrieved the solitaire but at some point during the retrieval, either the embotrap or sophia jumping forward or the solitaire caused a dissection in the cavernous ica. It was also reported that dissection was caused by guide catheter upon removal of broken solitaire. Flow arrest was used with the walrus to help manage the pull back of the devices. The dissection was decided to need treatment. 2 pipeline flex with shield technology stents were placed to help with the dissection, which had fo rmed a direct ccf. Not aware of the symptoms since patient was intubated. Post case, the other vessels were imaged. The patient had no vessel injury at the location of the solitaire and had tici 2b. The patient was still intubated and will undergo imaging and neuro exam on june 4. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices included walrus balloon guidecatheter, sofia distal access catheter (da5115st lot 0001179681), marksman (fa-55150-1030 lot 232460111) microcatheter, cerenovus embotrap iii 6.5mmx45mm (et309645 lot 25f054av), scientia aristotle 18 guidewire (a18-200-002 lots 048797 and 0454056), boston scientific transend ex 0.014 guidewire (m001468080 lot 38368190), angio-seal vip (610131 lot 0001521740), pipeline flex with shield technology (ped2-500-20 lot d098811; ped2-450-25 lot d083868), navien 058 (rfx058-115-08 lot d055731), phenom 27 microcatheter (fg15150-0615-1s lot 232776486).